Manufacturer narrative:
(B) (4).

Event description:
The pt underwent a pump explant due to an infection. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.